Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on the date of the report, the sensor was improperly deployed resulting in the sensor wire becoming detached from the sensor pod. The patient reported that the sensor wire was attached to the adhesive patch and was not broken. At the time of the call to dexcom technical support, the patient reported being in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.